Manufacturer narrative:
Date sent: 04/08/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device worked okay then the jaws twisted. The clips began to fall out. With the second device, the clips were jamming up in the jaws. The gallbladder had calcified so it was quite solid and it was going to be difficult to remove if they did not convert to open, so the procedure was converted to open. The decision was based on the state of the patient's gallbladder, and not the clip appliers. The patient has been released from the hospital.